Event description:
Additional information received indicated the low sensing resulted in under sensing on the right ventricular lead. Patient was stable and will continue to be monitored.

Event description:
During a follow-up in clinic, a loss of capture and low sensing were observed on the right ventricular (rv) lead. X-ray imaging was performed and revealed a dislodgement of the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix in the fully extended position. The measured helix extension length was within required performance specification. The reported events of loss of capture and undersensing were not confirmed. A visual inspection of the lead revealed no anomalies with the exception of procedure related damage. Additionally, electrical testing revealed no indication of conductor fractures or internal shorts.